Manufacturer narrative:
(B) (4). The ge service rep was able to duplicate the intermittent not boot. The root cause was most likely one or both of the following: cpu failure. Day time on cpu set for 06-17-2009. Consistent with cpu failure as well intermittent not boot and system lock-up as reported by staff. Loss of cmos settings on monoblock controller. The ge service rep was not authorized by the customer to replace a new cpu. The customer provided a feedback should the system continue to fail boot sequence and lock up in procedures. The rep replaced the cmos battery on the monoblock controller. The system operates as intended.

Event description:
The customer reported that the system intermittently did not boot up. Also the system locked up and appeared to have continuous x-ray. Additionally, the screen was blanking in and out. No pt injury was reported.